Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death in this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation during the pm process. At this time no conclusion can be drawn as conclusive repair. Info is available and no add'l service info was provided.